Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim states patient was revised to address disassociation.

Manufacturer narrative:
This event was reported in error. This was a duplicate complaint of (B)(4) MFR 1818910-2016-33887.